Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic broke. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the cause of the broken haptic was due to a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Patient: (B)(4) no consequences or impact to patient. Device (B)(4) haptic(s), broken. Evaluation: results visual inspection of the returned product found half of the lens optic and both haptics torn off and missing. There was evidence of reddish residue on the lens surface. Only a small portion of the lens was returned. (B)(4).